Manufacturer narrative:
Attempts to retrieve additional information, such as patient information, were unanswered by the facility citing (B)(6). The device was returned and failure analysis performed. Examination of the device confirmed that the actuator/hell mechanism was functioning properly. The needle lumen opening was observed to be damage, but was not reported in the complaint description. As a result, plunger functionality was unable to be verified. Other damage (bends) to the heel slot, cable tube, latchwire, and needle-lumen-anchor were observed, but also were not reported and it cannot be determined when they occurred. A review of the device history was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instruction for use (IFU) was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions: therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probably root cause, based on available information, is the patient reported damaged vessels.

Event description:
This was a diagnostic case. No calcification, tortuosity, or scarring were noted. However, the patient's vessels were observed to be damaged by prior radiation treatment for cancer. The deployed heel was pulled through the arteriotomy. The latchwire was detached from the device body using hemostats and the case was converted to standard access. The patient recovered without further sequelae.